Event description:
The nurse stated the sling has a tear on the strap. She also stated that the lift is not wheeling smoothly. The nurse stated the front left caster is the issue. No injury or property damage has been reported.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.